Event description:
It was reported that the physician attempted to implant two similar right atrial (ra) leads. During the procedure the physician felt the ra leads were too difficult to manipulate. Neither of the leads were used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. Blood was noted in/on the helix/lobe mechanism. (B)(4): the full lead was returned and analyzed and no anomalies were found. The helix/lobe was distorted/bent, there was blood noted in/on the helix/lobe mechanism and there was apparent explant damage.